Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot number. It was reported the patient experienced loss of stimulation. The sjm representative attempted reprogramming to no avail. The patient did experience a fall; however, the time of the fall is uncertain. X-rays have been ordered as the next course of action.